Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / proceed mesh, involved caused and/or contributed to the adverse events described in the article, specifically: seroma with swelling and transient inguinal pain? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, proceed mesh? (B)(4).

Event description:
It was reported in a journal article that the patient underwent a laparoscopic inguinal hernia repair procedure between (B)(6) 2006 and (B)(6) 2010 and the mesh was implanted flat against the posterior inguinal floor. Following the procedure, the patient experienced early postoperative complications of mild entity included seroma with swelling and transient inguinal pain. As far as postoperative pain is concerned, the patient required analgesics at outpatient clinic after the surgery. After a week of medication, the patient had no more pain or recovered completely in a month. In case of seroma, it was resolved spontaneously without any intervention in four to six weeks. It was possible that after a median follow up of 51 months, the patient experienced recurrence of re-recurrent hernia and was treated by re-operation with another type of device. Additional information has been requested.